Manufacturer narrative:
The nibp module was replaced and the device was calibrated. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an early vue vs30 device indicating that no value shows up when you run the test. It was noted that inconsistent readings and irregular measurement behavior were observed. The device was in use on a patient at time of event; there was no adverse event reported.